Manufacturer narrative:
Device passed displacement and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Device was received with some scratches on the sides of the case. Did not note any cracks in the middle (enter) keypad button. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a cracked center button and button alarm since button pressed to long. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.